Event description:
Boston scientific received information that this patient was seen for an additional follow up. It was noted the shock impedance levels for the lead continue to rise and fall periodically to within range and out of range levels. An additional allegation of past pocket stimulation was also noted. At the recent follow up, shock impedance levels were steady at 85 ohms, and isometrics produced no changes, noise, or stimulation. No remedial action was taken and the physician will continue to monitor the lead. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular lead displayed an increase in shock impedance levels from 60 ohms two months ago to levels above 120 ohms at a recent follow up. No remedial action or further investigation was taken at that time, however the lead will be evaluated at an additional follow up in six weeks. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.